Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient had a target lesion in the proximal left circumflex. The lesion was de novo, slightly calcified, slightly tortuous and focal. There was 90% stenosis. In 2007, a 3.0 x 23mm cypher was being delivered to the target lesion by direct stenting, but the physician felt friction with an unknown guiding catheter. Therefore, the physician retrieved the unit from the patient's body and observed that the proximal end of the stent was flared. The physician stopped using the cypher and implanted a driver bare metal stent instead. The procedure was finished successfully and there was no patient injury.